Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. The patient was asymptomatic. Further information was requested, but not yet available.

Event description:
New information noted that the device was explanted on (B)(4) 2018. No further information was available; however, there were no symptoms reported after the procedure and the right ventricular lead measurements were stable.